Event description:
Event description cpi received information that this endotak transvenous defibrillation lead's rate sensing portion was capped. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) this lead was exhibiting poor thresholds. The physician elected to replace the sensing portion with a new rate sensing lead.